Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and there is no repair service for the display. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported issue could not be conclusively determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would power on and off by itself. As a result, this could lead to early depletion of the internal hybrid layer capacitor (hlc) batteries and the device may not be able to power on when needed. When this occurred the device would not complete the power cycle and displayed all three icons. There was no patient use associated with the reported event.